Event description:
During patient treatment, the operator reported that all of a sudden, they heard a hissing noise. Operator also noticed the "low source gas" caution lamp was illuminated, and the mean airway pressure had dropped from 30 to 15 cmh2o. The patient was handbagged, then put on a 3100a ventilator to await arrival of a replacement 3100b. There was no patient compromise.